Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple attempts to obtain additional details regarding this event have been unsuccessful. A supplemental report will be filed if additional details are received.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore will not be returned to medtronic.(B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that three days post-implant of this bioprosthetic valve, the patient presented with a persistent high fever. Sepsis and blood culture tests were negative. A transesophageal echocardiogram (tee) showed mild regurgitation and good valve hemodynamics. The patient was treated for pulmonary valve endocarditis. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.